Manufacturer narrative:
H.6. Investigation:no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number.

Event description:
It was reported that the bd ultra fine¿ pen needles malfunctioned and were difficult to operate. The following information was provided by the initial reporter: "we have a patient who received an entire box of bd pen needles that malfunctioned.".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ pen needles malfunctioned and were difficult to operate. The following information was provided by the initial reporter: "we have a patient who received an entire box of bd pen needles that malfunctioned."